Manufacturer narrative:
Information contained in this report was previously submitted through asr 12/21/2011. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side deflation. Device has been explanted.